Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion at c3-5. Approximately 4 years post op the patient reported having difficulty swallowing. The patient underwent a revision surgery to remove the screw; the rest of the construct was left in place. Fusion had occurred. No additional patient complications have been reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.